Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
During a peripheral intervention with an impress catheter, the tip broke off in the thoracic aorta. As a result, the patient was taken for an additional procedure to snare the broken tip with a retrieval basket.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.